Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
It was reported that the head and liner exchanged due to pain. Pinnacle metal liner and srom head were removed and replaced with a poly liner and new femoral head. I have no further information. Doi: unknown, dor: (B)(6) 2020, affected side: left hip.